Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient had an appointment the week of (B)(6) 2015.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3550-29, lot# n449045, implanted: 2014-(B)(6), product type accessory. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
A problem with the patient programmer (pp) was reported. The patient noticed last week that her pp was not working. The screen remains blank. The patient tried changing the batteries two times and still has a blank screen; currently using regular alkaline batteries. If the patient takes the batteries out and puts them back in or presses the pp power on/off key, she does not hear a beep. The pp has never gotten wet or dropped. No stimulation sensation was reported less than two weeks later. The patient tried new batteries and the pp will still not power on. The patient was not able to use her pp. The patient ¿doesn¿t think the battery inside me is working either.¿ patient has not felt stimulation ¿in probably two weeks.¿ no patient harm reported. Upon return of the device, analysis found the telemetry board corroded. C300. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.